Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for routine follow up, ventricular lead noise was noted on egm¿s. The right ventricular lead was explanted and replaced. There were no visible abnormalities noted during lead extraction. The patient was stable and discharged post procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead with connector portion measuring 4.7 cm and the distal portion measuring 51.5 cm was returned for analysis in two pieces. An external insulation abrasion was found at 50.9 ¿ 51.2 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the external insulation abrasion consistent with friction to the device can.